Manufacturer narrative:
Product ID 37092, lot# 281240002, implanted: 2011 (B)(6); product type accessory product ID 7 48251, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 3389-40, lot# j0210086v, implanted: 2002 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient turned his devices off so that he could have an EKG three days ago. The EKG could not be read if the device was on. When they were turned back on, they were too strong, so they were turned off right away. It was noted that when the devices were turned on the patient¿s face was almost paralyzed and he could not move it or his hands, like he is just ¿too tense.¿ it was noted that the patient was in the hospital for the EKG for other related health reasons. The company representative reported that an electrode impedance check was performed on the bilateral implants and confirmed no problems, all contacts in range. No malfunctions seen or cause of issue determined. No interventions taken or planned. The patient outcome was reported as patient receiving therapy.